Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The reported fiber overheating could not be confirmed. However, analysis identified a fiber body break between the connector and the control knob. Visual analysis identified that the glass cap exhibited mild devitrification. The metal cap exhibited mild charred detritus adhesion on its surface, indicative of tissue contact. The fiber was functionally tested with the hene (helium-neon) laser fixture. The connector cone, segments, and tabs appeared in good condition and secured. The control knob was attached and aligned with the fiber and could rotate the fiber. It is likely that procedural handling of the device during set-up or use like excessive manipulation/rough technique contributed to the fiber body break. According to the instructions for use (IFU), it states do not press the fiber end into the tissue, which will create stress between the fiber and the opening (edge) of the cystoscope. Damage to the fiber may result. Do not bend the fiber at sharp angles. Damage may occur to the fiber. The fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber.

Event description:
It was reported that the fiber could not be used because it overheated directly. The procedure was completed with another fiber. There were no patient complications. The fiber was returned, and analysis identified a fiber body break between the connector and fiber control knob.